Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient faced that the infusion set patch folded/stuck to itself prior to insertion and infusion set was still inserted then eventually fell off during use during that same day for about 2 hours, which caused the patient's blood glucose specific value was unknown but it would be between 54-500mg/dl (3.0-27.7 mmol/l). Patient replaced infusion set and resumed insulin successfully. No further information available.